Manufacturer narrative:
One used ii (b) cartridge and two unopened ii (b) cartridge lot #32603888 were returned. The used cartridge has dried viscoelastic present. The nozzle is cracked behind the parting line on the bottom right. The tip spits as the damage moves into the thinner tip area. The cartridge has evidence that is was placed into a handpiece. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. One of the unopened ii (b) cartridge was opened for evaluation: no abnormalities or damage observed. The cartridge was functionally tested per the dfu using a qualified iii blue handpiece, intraocular lens and viscoelastic. No lens or cartridge damage was observed after the lens delivery. The provided video clip was reviewed. The handpiece plunger observed did not appear to be a qualified handpiece. The damage observed on the returned product matches the device in the video clip. The product history records were reviewed documentation indicated the product met release criteria. The associated lens is qualified for use with this cartridge. The ii (b) cartridge was returned and the reported damage was observed. The root cause for the observed damage could not be determined. The damage on the nozzle started in the thick wall cone area of the nozzle. Unusually high internal forces would be needed to create damage in this area. Review of the video showed a handpiece plunger that was not a company handpiece. An abrupt "jump" was observed when the cartridge damage occurred, which would indicate resistance as the lens was being advanced. This type of damage can occur with a cold lens/cold room. Cold ovd could be a contributing factor. Top coat dye stain testing was conducted with acceptable results. One of the returned unopened samples was functionally tested per the dfu. No resistance, lens or cartridge damage was observed during or after the lens delivery. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol), the cartridge broke. There was no reported patient harm. Additional information was requested.